Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Dealer alleges consumer was driving the chair while his wife was walking next to him when the chair suddenly jerked to the right and ran him into the wall.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges consumer was driving the chair while his wife was walking next to him when the chair suddenly jerked to the right and ran him into the wall.